Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information received february 07 2024: d1 brand name, d4additional device information, f9 approximate age of the device.

Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a vega knee system (part # unknown) was implanted during a procedure on (B)(6) 2016. According to the complaint there was a postoperative loosening of the implant. X rays show that the cement did not adhere to the implants or the bone. Reportedly the patient complained of right knee pain after the initial procedure. The patient underwent a revision surgery on (B)(6) 2022. The adverse event is filed under aic reference (B)(4). Reference associated medwatch reports: (B)(4) (2916714-2023-00092) (B)(6). (B)(4) (2916714-2023-00093) (B)(6).